Event description:
Additional information received reported that prior to the replacement the patient's tremors were getting worse on both sides, but the left was worse than the right side. The patient was also reportedly confused about how to use the deep brian stimulator (dbs) access review device. The patient was noted as having a headache. The patient health care provider discovered that the device was off and turned it back on with good effect on tremors. However, an elective replacement indicator (eri) message was seen. It was further noted that therapy was working well. After the device replacement is was reported that the cause of the event was an elective replacement indicator (eri) message. It was noted that a replacement surgery was done on 2013 (B)(6) and the patient recovered without sequela. The patient was reportedly seen on 2013 (B)(6) by her health care provider (hcp) for a routine follow up. It was noted at this follow up that things had been going alright for the patient. A headache was noted at this time as well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled for having the device replaced. It was stated that the device "only lasted a year and a half". The patient reportedly had to go to the doctor's office "multiple times" because the device "turned itself off and needed to be reprogrammed". It was noted that the device was on "low setting" and it "kept knocking off". It was further noted that the patient went back in after the device "knocked off - two or three times" in addition to regular appointments. A week later, it was reported that the implantable neurostimulator (ins) battery depletion was "premature". It was stated that the patient was having ins replacement surgery on the date of the report. It was noted that the patient saw the elective replacement indicator in (B)(6) 2011. The patient reportedly had symptoms of a tremor that were "severe" and were "not being controlled at the moment". Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2007, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).